Manufacturer narrative:
(B)(4): this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there were a number of instances where the single use screw removal screwdrivers have broken during use. This report is for an unknown screwdriver. This is report 1 of 1 for (B)(4).